Manufacturer narrative:
B1: yes.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, it was observed that a contralateral leg which was implanted in the left limb on (B)(6) 2019 had moved proximally (distance unknown). A contralateral leg endoprosthesis was implanted in the left limb distally. The patient tolerated the procedure.